Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks from the device due to atrial fibrillation (af) with rapid ventricular response (rvr), which was detected as ventricular fibrillation (vf). In addition, there was some atrial undersensing occurring which may have prevented the wavelet from correctly discriminating. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the ICD was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.